Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to : aspirin, lipitor (atorvastatin), prilosec (omeprazole), and levitra (vardenafil.

Event description:
Patient previous endovascular treatment occurred in 2010, manufacturer of implanted device is unknown. On (B)(6) 2015, the patient was discharged home the following day in stable condition with no apparent endoleak.

Manufacturer narrative:
The safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: revision of previously placed stent grafts users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, this patient underwent reintervention for an abdominal aortic aneurysm (aaa) measuring 75.0mm in diameter. Two gore excluder aaa endoprostheses featuring c3 delivery system were implanted to reline another manufacturers endovascular devices previously implanted to treat the patient's aaa. The patient tolerated the procedure. On (B)(6) 2015, the patient underwent re-intervention and embolization of the inferior mesenteric artery and the aneurysm sac was performed with onyx. The patient tolerated the procedure and was discharged home in stable condition on (B)(6) 2015.